Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer obtained a reading of 96mg/dl compared to a lab comparison reading of 60mg/dl. There was no report of death, serious injury or mistreatment.